Event description:
Sorin group received a report from a customer that during setup, the bubble sensor was alarming and attempts to clear the alarm were unsuccessful. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s3 bubble sensor. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service rep was dispatched to the facility. While at the facility, the service rep replaced the bubble sensor and subsequent testing found that the issue was resolved. The bubble sensor was returned to sorin group (B)(4) for eval. The investigation is on-going. A follow up report will be sent when the investigation is complete.